Event description:
It was reported that the ventilator failed the safety valve test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
On (B)(6) 2017 08:58 am (gmt-4:00) added by (B)(6): the investigation of the returned expiratory channel printed circuit (pc) board has been completed. This board contains electronics which include microprocessor for control of the safety valve functions in the inspiratory section of the device. The pc-board was visually inspected without any deviations found. It was then installed in a reference system for simulated use testing. It passed all tests, the reported issue was not reproduced. An evaluation of the device logs confirms the reported issue. The pre-use check failed because the safety-valve did not close. After restarting the ventilator the issue got resolved. The root cause of the safety-valve control issue has not been determined. An open safety-valve may lead to stop of ventilation. This will be detected by pre-use check and during ventilation by generated alarms.

Event description:
Manufacturer reference#:(B)(4).